Event description:
During an atrial fibrillation procedure, an air leak was noted on the agilis 8.5 fr sheath. While doing a device exchange with a non-abbott device, air was aspirated from the agilis 8.5 fr sheath. The agilis 8,5 fr sheath was exchanged and the procedure was completed with no adverse patient health consequences.